Manufacturer narrative:
H.3. A device return is not anticipated. The lot number is unknown. If additional information becomes available a supplemental will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva catheter has a hole in it. The following information was provided by the initial reporter: catheter tubing has hole in it.